Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).

Event description:
The patient reported feeling burning sensations since implant. The area was sensitive to touch with aching in the armpit area. He stated that the device was subject to firing at the slightest exertion, causing pain, resulting in falls and injuries. The patient also reported that the device firing caused different types of heart seizing events, necessitating a move for family assistance. The patients physician was unaware of these events as the patient has not been in to the hospital or in contact with his physician since a post implant follow-up in (B)(6) 2013.